Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. There is assumption that part of conductor wire¿s insulation may be missing but cannot be measured in size. There was fragmentation of the insulation, and the internal conductor wire was exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken, as the instrument passed the electrical continuity test and showed low energy on cauterizing tests. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had poor energy output. The procedure was completed with no reported injury.